Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with case top, case bottom and entire plunger head filled with contamination and cracked right plunger case and battery door. Event history log review was performed and found no evidence of reported problem. Visual inspection and power up process were performed. The customer's reported problem was confirmed. Investigation found the pump plunger sensor failure at power up. According to the investigation this issue was caused by contamination on all the pcbs in the pump and the entire plunger head. According to the investigation the pump was beyond economical repair. The problem source of the reported problem is user interface.

Event description:
Information was received indicating that this smiths medical medfusion 3500 pump exhibited screen alarm and did not showed any data. No reported adverse effects.

Manufacturer narrative:
A review of the device event history log (ehl) found evidence of plunger sensor failure alarm in the history. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).